Event description:
It was later reported that the patient experienced pain. A CT scan was done, but the cause of the issue was not determined. The old catheter segment was left in the intrathecal space and tied off. (B)(4) (e2a/rep): no new reportable information.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing increasing tightness/increased spasticity. The physician was unable to aspirate through the cap (catheter access port). During surgery on (B)(6) 2013 they found a small kink near the anchor site in the back. The patient status was reported as ¿alive - no injury¿. The pump was delivering baclofen. It was later reported that the physician opened the spinal incision site and noticed the catheter appeared to be kinked. He disconnected the spinal segment from the pump segment and noticed fluid was dripping from the spinal catheter. He was also able to aspirate through the pump catheter. He then reconnected the catheter segments and re-anchored them with a final test of aspirating through the side port, which he was able to do.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced significantly increased muscle spasms. X-rays and there was no catheter flow. At the time of the report, the pump was being titrated down; there was possibly progression of the disease process.